Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that patient support table top did not appear to be in the correct position. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander due to this malfunction. The fse repositioned/tightened the service latch to resolve this issue.